Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of suboptimal inflow cannula positioning could not be confirmed through this evaluation. The submitted controller event log file contained events from 10jan2024, per the timestamps. The controller periodic log files contained data from 03nov2023 through 10jan2024. Intermittent low flow hazard alarms were captured on 23dec2023 and 10jan2024. It should be noted that elevated pulsatility index (pi) values were observed during these events. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. The hm3 (heartmate 3) lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered from regular low flow hazard alarms despite optimal medical treatment and optimized volume status. The patient presented as clinically stable. The red heart light emitting diode (led) was lit up and a continuous beep was noted. The patient had a small ventricle which caused the inflow cannula position to be not optimal when the patient was lying on their back during sleep. The patient had the low flow 2.0-liter (l) software installed and no more low flows below 2.0l were observed. The patient was reported to be stable and was placed in rehabilitation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.